Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4060s, batch number 4127141150, was received for investigation. Visual inspection noted that the curved cannula and the detached wire were returned for investigation. Functional testing could not be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces. Refer to investigation photos. Complaint allegation is confirmed.

Event description:
It was reported that during a meniscal repair surgery the suture of the malleable cannula broke during removal. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.